Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging nasal / throat irritation and soreness, difficulty breathing, shortness of breath, heart issues, diagonised with an enlarged heart, several times in the emergency room visits, need heart surgery. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.